Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was unable to confirm the customer reported failure mode of a bent tip. Failure analysis investigation also found that the instrument's pitch cable at the proximal clevis hub is broken. The clevis did not exhibit any wear. Broken strands stuck out at the wrist. Other cables at the wrist did not exhibit damage and the cable crimp was found to be intact. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during set up for a da vinci assisted surgical procedure, the tenaculum forceps instrument's tip was observed to be bent. There was no report of any patient harm, adverse outcome or injury involving the reported instrument and there was no report that any fragments from the instrument fell into a patient during a surgical procedure.